Event description:
Device 3 of 3. Reference MFR report #1627487-2014-12340. Reference MFR report #1627487-2014-12324. It was reported the pt experienced pain at the ipg site. The physician found that the ipg was eroding through the skin and nearly hanging out of the pt's back. The pt's system was explanted. The pt was diagnosed with a (B)(6) infection and is on antibiotics. Note: the pt received 2 leads, from the same lot and 2 anchors, from the same lot as part of the scs system.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.